Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the pump had been beeping and ¿then went to the 911 sound¿. The pump began sounding a non-critical, or single-toned, alarm about 9 weeks prior to this report and began sounding the critical, or two-toned, alarm 6-7 weeks before the patient was taken to hospital for a burn on the patient¿s leg, which was about four weeks prior to this report. The patient was taken to the hospital for a burn on his leg and then ¿all of a sudden¿ the patient became unresponsive. The patient started getting cold sweats and sweating a lot about 2 weeks prior to the patient being hospitalized 4 weeks ago. The patient didn¿t know he was sweating, he just thought he was hot. When the patient had just gotten out of an MRI while hospitalized, the patient¿s girlfriend believed she heard the alarm go off again. At the time of this report, the patient had been in the hospital for 4 weeks. Currently, the patient was very sick, was ¿almost dead¿, had a ¿hole in his throat to breathe¿, couldn¿t talk, couldn¿t breathe or catch his breath, and had a high fever. The patient was having ¿all of the symptoms, all that stuff¿ of getting too much or too little baclofen or of the pump not working. It was stated that ¿they don¿t know what¿s going on with him¿ and ¿they don¿t have a diagnosis¿. The patient was sick because ¿they¿re not doing what they¿re supposed to be doing¿ and ¿they don¿t know what they¿re doing¿. It was noted that the patient had been at 3 different ¿places¿. The reporter didn¿t believe that they had the pump on at all. It was believed that ¿they just assumed they think it¿s off¿. The reporter stated, ¿I don¿t know what¿s going on. I just know he needs help.¿ the patient was being given baclofen through a peripheral inserted central catheter (PICC). The patient was currently in the intensive care unit (ICU). It was noted that when the patient had the ¿operation¿ done, he was healing but he never went back for a checkup or anything. The device system was used to deliver baclofen.